Manufacturer narrative:
After reception of the complaint, the device history record has been reviewed. The manufacturing process and the quality control documents were analyzed. It is confirmed that the screw is manufactured according to the predefined specifications and that there were no non-conformities observed during the production process. There have been in total (B)(4) of this batch produced, from which 253 screws are already have been implanted. This is the first complaint we received for this batch. We were unable to analyze the devices in question because the revision surgery will not take place until at least (B)(6) 2026. However, six screws and setscrews from the same batch were extracted and analyzed. Dimensional checks carried out on these components confirmed their conformity. The components tested are functional. The r&d team carried out in-depth tests. Tests were conducted on various screws and setscrews, including the same batch as this case, under simulated clinical conditions, including significant reductions and pronounced curvatures. In standard configurations, after insertion and final tightening, the construct was completely stable, with no movement observed in the rod or screw head. In more demanding setups, an incorrect insertion of the setscrew (severe angulation) led to a cross-threading scenario, resulting in poor fixation. This issue was resolved by reinserting the setscrew properly and applying the correct tightening torque. Additionally, torque measurements confirmed that the final tighteners used at the clinic were within specification. Overall, the reported issue could not be reproduced when screws and setscrews were inserted correctly and all components met specification.

Event description:
On 26 may 2025, we received a complaint from the field ( cpt-3896 folder), from france. Customer's complaint form reports that 2 setscrews were either migrating either loosening. A revision surgery is planned for (B)(6) 2025. We report this case to FDA because these batches are marketed in the us.